Event description:
The pt had the device implanted for an incisional hernia repair. On post-operative day 10, the pt developed a bowel obstruction and underwent an exploratory laparotomy. The physician discovered dense adhesions adhering the bowel to the device. The physician resected the adhesions and left the device in place. This complaint was originally evaluated as unrelated to the device, as the surgeon chose to leave the device in place, and that adhesion formation is a known post-operative complication related to the surgical procedure. Lifecell is now reporting as a serious injury (bowel obstruction) requiring surgical intervention. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of the device history records. Query of lifecell's complaint mgmt system for any other issues or complaints reported against devices distributed from lot s10683. Results of eval: review of the device history records resulted in no remarkable findings. (B)(4). As of (B)(6) 2011, there was no other similar complaint reported to lifecell against this lot. This event involved serious injury in which required surgical intervention. However, adhesions are a known post-operative complication related to the surgical procedure, and the physician left the device in place. Lifecell concludes that the adhesions are unlikely to be related to the device.